Manufacturer narrative:
Based on the review of the x-ray views provided to abbott, the conductors appear to be externalized. No further analysis can be performed since the lead will not be returned to abbott for analysis.

Event description:
It was reported that during preparation for an unrelated device change procedure due to normal battery depletion, x-ray imaging was performed and externalized conductors were observed on the right ventricular (rv) lead. The x-ray views were provided to abbott technical support and based on review the conductors appear to be externalized. Crosstalk oversensing had been previously noted on the rv lead and the device had been reprogrammed to resolve the oversensing. No additional intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.